Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to slightly loose drive support disk. Unable to verify excessive no delivery alarms due to prime anomaly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery. The patient's blood glucose level was 154 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.